Manufacturer narrative:
The customer requested just a replacement battery with no engineer evaluation.

Event description:
It was reported to philips that the device's battery was defective. There was no patient involvement.